Event description:
It was reported that the customer was hospitalized for one day due to high blood glucose levels (405 mg/dl), and ketones. Reportedly, cartridge and infusion set was in use for three days. Customer is (B)(6) and was treated with insulin while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.